Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that the patient was unable to maintain charging the ipg due to mental decline which resulted to loss of stimulation therapy. The ipg was replaced with a non-rechargeable one.